Event description:
The user facility reported a pt reaction approx 10 mins after initiation of dialysis treatment. The pt experienced typical symptoms such as muscle spasms, chest and back pain. On follow-up communication, the user faiclity reported a similar type of reaction with a second pt using a dialyzer from the same lot number. In both cases, the dialysis treatment was stopped temporarily and the dialyzer was changed out without returning the blood in the circuit to the pt. No medications were necessary. The dialysis treatments were completed with no further problems. The pt's conditions are reported as "ok".